Event description:
It was reported that this right ventricular (rv) lead exhibited a rise in pacing impedance measurements reaching an out-of-range measurement of over 3000 ohms. Technical services (ts) was contacted and discussed the possibility of spring contact anomaly, or a possible fracture. Additionally, there was a lead safety switch (lss) and myopotential noise was detected after the lss. Ts additionally recommended following up with the physician. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).